Manufacturer narrative:
(B)(4).

Event description:
Literature: pearl j d, vitali am., intrathecal baclofen pump treatment for cerebral palsy: a case of post operative respiratory depression. (B)(4). Summary: the authors report on a life threatening event that involved a hospitalization of a (B)(6) polymedicated female with cerebral palsy; this was reported as a serious overdose event where the pt experienced a decreased level of consciousness with signification respiratory depress (rate was decreased). The reaction abated after stopping the medication. Reportable event: the pt rec'd baclofen intrathecal (baclofen) for spasticity with cerebral palsy from (B)(6) 2009 till (B)(6) 2011 at a dose of 163.3 mcg daily. During initial adjustment of dose pt rec'd overdose of baclofen estimated as between 100-200 mcg. This caused decreased level of consciousness and impaired respiration. The pt was however closely monitored and was transferred to pediatric ICU (intensive care unit). The pt experienced significant respiratory depression about 12 hrs following pump insertion, at a dose of one half (1/2) the usual minimal dose. Despite a respiratory rate of 2-3 breaths/min, she was 'reusable' and hemodynamically stable. Her pump setting was lowered to the minimum dose and her respiratory rate improved slowly over the following 48 hrs. The dose was gradually increased w/o further respiratory depression. The final outcome of all the events was complete recovery. The causality of the events was assessed as suspected with baclofen. Add'l concomitant drugs included: prozac; enalapril; tizanidine, metformin; fluticasone and diazepam.